Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a right hemicolectomy with ileostomy, during firing, the tissue was grasped, and the surgeon fired the device. However, the staples formed the b shape, but the tissue was not stapled, and there was no cut. A new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted that the two images of an outside of its packaging. Staple pushers were up distally. Several fully formed staples were present on the staple cartridge. Tissue residue could be seen on the reload. It was reported that the staples formed the b shape, but the tissue was not stapled, and there was no cut. The reported issue could not be confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: unknown endo gi, unknown endo gia instrument, (lot number: unknown endo gi). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a right hemicolectomy with ileostomy, during firing, the tissue was grasped, and the surgeon fired the device. However, the staples formed the b shape, but the tissue was not stapled, and there was no cut. A new device was used to resolve the issue. There was no patient injury.